Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a posterior capsule tear during phacoemulsification during a laser assisted cataract procedure. The tear was noticed after lens removal. An anterior vitrectomy was performed and an anterior chamber intraocular lens (aciol) was inserted. No vitreous was lost. The surgeon is unclear as to what may have caused the tear.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).